Event description:
Per vns MRI safety assessment, patient's MRI was not performed per guidelines as body coil was used to transmit despite patient being in group b precaution group. No other relevant information has been received to date.

Manufacturer narrative:
B5 description of event: initial report inadvertently did not mention "per vns MRI safety assessment, patient's MRI was not performed per guidelines as body coil was used to transmit despite patient being in group b precaution group".

Manufacturer narrative:
H6, type of investigation. Initial report inadvertently did not code b13.

Event description:
The vns device was reported as "malfunctioning¿ because it would not turn back on after an MRI procedure (will be captured as ftp until more information is received), per neurosurgery staff. The MRI was performed to evaluate upper extremity pain (diagnosis: left arm pain). Proper MRI guidelines were followed: the vns was interrogated and turned off prior to the scan, and a chest x-ray confirmed lead integrity. Documentation and images of the setting change were noted in the patient chart. After the scan, the device failed to turn back on, resulting in the reported malfunction. It was later reported that the patient's provider was able to interrogate the vns with no issues. No other relevant information has been received to date.

Event description:
It was reported via an medwatch submission from an unknown source from (B)(6) that after an MRI, the patient's vns was no longer functioning. No additional details were provided on the event.